Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause was not determined. They have an appointment on (B)(6) 2021 for further troubleshooting.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 24-may-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 24-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient believed the implant/extension was causing restrictions to movement. When the patient turns head to left 1/2 turn, it felt like the device was moving or pulling on the ins. The caller confirmed the ins was not actually moving and described it as tension of the extension. Due to the tension, the patient doesn't move that direction often and has a lot of headaches and pain behind ear and along jaw. It was indicated that possible scar tissue or adhesion to muscle appeared to be occurring and the patient thought the extension was too short. The patient already discussed with their managing physician and was told nothing could be done. Additional information received stated the patient met with a hcp and was told that her symptoms may be due to her leads. Additional information received from the consumer reported the patient continued to have trouble with chronic pain due to the location of the lead wires as they were pulling/tugging behind the patient¿s ears which caused a strain on the patient¿s neck. The chronic pain had affected the patient¿s quality of life noting that the patient has had depression and was at the ¿end of the rope¿ in terms of finding a healthcare provider (hcp) who could help. The patient had already tried multiple hcps¿ but none of them were able to resolve the issue with the pain. It was confirmed the device worked for its¿ intended purpose, but the pain continued. The hcp had performed a couple of revision, but couldn¿t fix the pain. In addition, the patient had been referred to a ¿programmer¿ to see if reprogramming the implant would resolve the issue.